Event description:
It was reported that the patient had to visit the ER (emergency room) as it was felt the pod was not working. The patient's blood glucose levels, length of time worn and location placement of the pod were not provided. No treatment or length of time in the ER was specified. Three due diligence follow ups were attempted without successfully reaching the patient to obtain additional information. The patient reported wearing the pod when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.